Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735820. H3: a medtronic representative went to the site to test the equipment. Testing revealed, that no failures were found. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c19, fdc d14 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jul-22, (B)(4) (hcp, for): medtronic received, information regarding a navigation system being used outside of a procedure. It was reported, that the ultrasound probe was not showing a calibration prompt. The led could also not be seen by the camera. There is a prompt that appears on the screen asking the user to confirm what is connected to port b which is either a microscope or ultrasound probe. It was suspected, that the surgeon did not select 'ultrasound'. Therefore, the system would not calibrate it. The surgeon may have selected the microscope by mistake. The user also has two different ultrasound transducers to choose from. And they may have selected the wrong one. There was no patient involvement.